Event description:
Right-side late forming seroma.

Manufacturer narrative:
Sientra complaint (B)(4). At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Sientra complaint: (B)(4). Additional information: patient is refusing to provide further testing, imaging, and further information. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.